Event description:
Complainant alleged that while analyzing the heart rhythm of a (B) (6) pt, the device returned a "shock advised" determination, however, failed to charge energy. The user then pressed the analyze button a second time, and the device was unable to analyze. Complainant indicated that the clinician pressed the analyze button a third time to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.